Event description:
It was reported that during an unk procedure, the clips were unformed and ejected out of the device. Another device was used to complete the case. There were no consequences to the pt.

Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.